Event description:
Additional review indicated that the patient increased intrathecal dose. The patient was on po baclofen and he also had on some diazepam, but he¿s still having a lot of clonus.

Event description:
It was initially reported that patient experienced withdrawal, experienced clonus and was seen on friday (B)(6) 2012 for his symptoms. It was later reported that patient had a pump replacement and catheter revision surgery on (B)(6) 2012 following which the patient had not responded as well as the healthcare provider (hcp) would like; the patient "still had some clonus." It was noted the patient was "still not getting good relief." A bolus was given on (B)(6) 2012 and the patient seemed to respond to that. The hcp planned to perform a catheter dye study. Drug delivered via the device was lioresal. It was later reported that the patient had recovered from their increase in spasticity.

Manufacturer narrative:
Catheter model: 8711, lot# j11291r40, implanted: (B)(6) 2003, explanted: unk; catheter model/serial#: unk, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information: the patient continued to experience lack of therapeutic effect and was "worse" with regard to symptoms that were initially reported. After inconclusive device troubleshooting, the patient underwent surgery. During surgery, the 8709 catheter was "tunneled and coiled up", so that catheter was "scrapped" and the hcp used models 8596sc and 8598 catheters. The entire existing catheter was replaced during the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# unk, implanted: 2012-(B)(6) explanted: unk; catheter model: 8598, serial# unk, implanted: unk, explanted: unk; catheter model: 8596sc, serial# unk, implanted: unk, explanted: unk. (B)(4).